Event description:
Procedure type: unknown. Patient gender: nephrectomy. According to the reporter: the knife and the transparent tip of the visiport obturator fell off during the insertion. Or-nurse recognized that something was wrong with the instrument when she got it back. They could not find the knife/tip in the or afterward. No patient injury was reported. No additional information was available at the time.